Event description:
2.7 fr. Catheter placed in 2001, was used for infusion of meds. Catheter was initially inserted in the saphenous vein, then 7 months the pt required a feeding tube & broviac was removed because it was no longer needed. During x-ray in 2002, a fragment of the catheter was detected in the ivc. The pt experience no injury.